Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose level was not impacted. After an alarm, the customer would clear it and resume insulin delivery.